Manufacturer narrative:
Final device analysis for the recharger that there was an open in the electrical. The antenna needed replacing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) had depleted and was scheduled for surgery for (B)(6). It was noted that "the unit that turns up and down and the unit that charged the battery up moved and could not find it." It was noted the battery died in (B)(6) and the patient is seeing their healthcare professional (hcp) on the day of the report. It was noted the battery depletion was normal. It was noted the patient had no stimulation sensation.

Event description:
Additional information received reported the device was explanted and the patient recovered without permanent impairment.

Manufacturer narrative:
Extension model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Lead: model 3487a-33, lot# (B)(4), implanted: (B)(6) 2004, explanted: na. Programmer: model 37742, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
The patient experienced no stimulation sensation. The ins stopped working at the end of (B)(6). When the patient tried to charge it back up it appeared to be recharging, but would not power back on. She recharged for 2 hours with 7 coupling bars (she never lost any coupling bars). Only the first quartile showed and the patient programmer confirmed the battery level. Additional information has been requested.